Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital the device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section. Visual inspection, the sheath was kinked, and the imaging window kinked. Microscopic inspection, the guidewire exit port damaged. Functional inspection, the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
Reportable based on device analysis completed on 26feb2024. It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not return to the original position. The catheter at the tip was abnormal. The procedure was completed with another of the same device. No patient complications were reported, and the patient status is stable. However, device analysis revealed that the imaging window was detached near the lapjoint section.